Manufacturer narrative:
The customer did not provide patient demographics such as: age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched. Per the recommendation of customer technical support (cts), the customer replaced the aspirate probes. After the probes were replaced, all verification testing passed within published performance specifications. In conclusion, a hardware malfunction of the replaced aspirate probes was the cause of the non-reproducible access accutni+3 results.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for two (2) patients involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4). The result from the first patient's sample (designated patient 1) did not correlate with the patient's symptom of vomiting which prompted the laboratory to repeat the sample on the laboratory's alternate unicel dxi 600 access immunoassay system serial number (B)(4) where a lower access accutni+3 result, within the assay's normal reference range, was obtained. Due to the discrepancy between the results, the laboratory pulled a random sample from a different patient (designated as patient 2) for troubleshooting. This patient's original access accutni+3 result was generated on the unicel dxi 600 access immunoassay system serial number (B)(4) and was not questioned, as it recovered within the assay's normal reference range. The sample was repeated in duplicate on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and one elevated result and one lower result was obtained. Neither the original elevated result from patient one (1) nor the elevated repeat result from patient two (2) were released from the laboratory. There was no change or impact to patient care or treatment which occurred in association with the elevated access accutni+3 results. Quality control (qc) and system check were not performing within specification at the time of the event. The patient samples were collected in lithium heparin plasma tubes and were centrifuged for six (6) minutes at 6000 rpm (revolutions per minute) at room temperature. No issues with sample integrity were reported by the customer.